Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the ipg was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during recent clinical check the implantable pulse generator (ipg)noted as encountered battery depletion during warranty time less than 3 months and was reported as premature battery depletion. Status of the ipg is unknown. No patient complications have been reported as a result of this event.